Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2025 around 23:30 with chest pain. The patient became more symptomatic and had an ¿asystolic event¿ around 02:00 on (B)(6) 2025. The patient was taken to the catheterization lab for assessment and treatment around 04:00. During catheterization, code blue was called at 04:45. The patient had a cardiac arrest. They were cannulated for extracorporeal membrane oxygenation (ECMO) with a start time of 05:50. Low flow alarms were constant after 04:15. Extended silence was placed on the patient per cardiothoracic and vascular surgery (ctvs). Log files were sent for review. The file captured low flow events on (B)(6) 2025. The file also showed power decreasing with pulsatility index (pi) becoming more static. This combination of trending could be caused by some type of obstruction. The patient passed away due to cardiovascular collapse on (B)(6) 2025. The were low flows noted prior to cardiopulmonary resuscitation (CPR) initiation. The outcome was not considered device or therapy related. An autopsy was not performed. The device was not explanted and would not be returned for evaluation.

Manufacturer narrative:
Section g6 correction. Section h6 correction: health effect - impact code 4642 - additional device required added. Section h6 correction: medical device problem code 2993 - adverse event without identified device or use problem added. Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported low flow alarms; however, a specific cause for the event could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2025 through (B)(6) 2025. Low flow hazard alarms were captured on (B)(6) 2025. No other notable events or alarms associated with the pump were captured, and the pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, it addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.